Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the removal of a dental implant, during surgery due to difficult to remove carrier. There is no information about implant replacement.